Event description:
A caller requested a material safety data sheet for preservcyt solution because a pt in a local state institution had ingested some of the solution in the preservcyt vial. A nurse practitioner performed a thin prep pap test on a pt. When nurse practitioner was administering to the pt who was mentally challenged, the pt reached for the vial and ingested approx 1 tsp to 1 tbsp of the preservcyt solution. This was after the specimen was collected. The pt was then brought to the e.r. And treated with activated charcoal and released. No follow-up was needed for the pt. If cytyc obtains add'l info it will be forwarded to the FDA via a supplemental report.